Manufacturer narrative:
The actual sample was not returned for analysis. Retain samples of the incident code and lot number was retrieved for analysis. Analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cut injury procedure on (B)(6) 2016 and suture was used. During the procedure, after opening the foil, a different size suture was found in the foil. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.